Manufacturer narrative:
(B)(4). D10: 65595201602 - cruciate retaining cr-flex femoral component porous uncemented size f right with calcicoatâ® ceramic coating sterile product do not resterilize - 11022549. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during sleep and showering. The infusion set was in use for 2 days. No further information available.